Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported there was no diagnostic testing performed other than routine lab work. There was no treatment performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported sound changes could not be confirmed. Additionally, a specific cause for the reported event could not be conclusively determined through this evaluation. The submitted log files captured the device operating as intended at the set speed with no notable events observed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) rev. C and the heartmate 3 patient handbook rev. D are currently available. Sections 1 and 6 of the IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The patient handbook also instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, sections 1 and 8 of the patient handbook instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient noted a jerking feeling in the chest on 28nov2023. The patient was seen in the clinic 30nov2023 with a jerking feeling in the chest on a daily basis from the area near the pump. The patient stated that the sensation felt like fan blades being off and hitting a guard. The patient noted that this feeling occurred multiple times during the clinic visit. It sounded like a rub or click sound in the middle of the cycle upon auscultation. Event log files were submitted for review. The system controller and pump were unremarkable. The mechanical circulatory system (mcs) operated as intended.